Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the pump supplies were changed to address the issue. Customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 237-249 mg/dl.